Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that signal loss occurred. On (B)(6) 2025, the patient received a signal loss error and could not monitor her cgm values. The patient was wearing an omnipod insulin pump. At an unspecified time later, the patient began to feel unwell. The patient was vomiting and she was ¿running into the wall¿. The patient decided to take a bg meter reading, which was 500 mg/dl. The patient self-treated with 4 units of insulin. The patient removed her sensor and dexcom assisted the patient with pairing a new transmitter. The following day, the patient called her doctor and was given advice on how much insulin to treat herself with. There was no documentation of medical intervention, as the patient only spoke with her doctor on the phone. By the time the patient had spoken with her doctor, she reported ¿things started to turn around¿. Data was provided for investigation. The allegation was confirmed via data as a signal loss equal to or under one hour. The probable cause could not be determined. No additional patient or event information is available.